Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20181231, expiration date 10/31/2011). Reference medwatch report with (B)(4) for the suspect device used in system 1.

Event description:
Caller states patient tested 4.0 inr on coaguchek xs system 1 and 2.3 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.